Event description:
String unraveled- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string unraveled. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.